Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 03dec2024, it was provided that the customer ran the ventilator for 2 days without issue, so the device has been returned to service. The customer confirmed that they did not replace the central processing unit (cpu) printed circuit board assembly (pcba) and did not require a reload of the software. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had restarted. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that they had verified there was an 1101 and a 3007 error code in the device diagnostic report (drpt). Per the service manual, it is stated that no action is required when both codes occur in conjunction. The customer was informed that they could reload the device software or replace the central processing unit (cpu) printed circuit board assembly (pcba) as a precautionary measure. This investigation is ongoing.